Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on rv lead was observed since implant. Insulation damage was observed on x-ray. Patient will be monitored.